Event description:
Ventilator produced 8-9 centimeters of water (cmh2o) when set to deliver 5 cmh20 positive end-expiratory pressure (peep) causing the patient to air trap resulting in an increase in partial pressure of carbon dioxide (pco2). Patient weight was (B)(6).======================manufacturer response for ventilator, (brand not provided) (per site reporter)======================service technician has scheduled to come on site for analysis and service.